Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The premature deployment was unable to be confirmed as the stent was fully deployed and not returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat the superficial femoral artery, which was not a complex lesion. A 5.0 x 80 mm supera peripheral stent system was used and did not meet any resistance during advancement. However during deployment, the stent was prematurely deployed before the system locking mechanism was unlocked. The stent was fully deployed in the lesion. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.